Event description:
Access bio received an allegation of false negative through FDA's medwatch program on (B)(6) 2022. The complainant tested on/go product after 2 days of symptom onset and tested negative; however, pcr test performed around that time came positive. Second on/go test was performed after 5 days of being symptomatic and also tested negative; however another brand of rapid test came out positive. Two additional tests performed on 7th and 10th day of symptom onset and they all were negative.

Manufacturer narrative:
Possible root causes of suspected false negative are following: 1. Complainant might not follow the instructions for use (IFU) a. Inadequate sample collection (excess blood or mucus on swab). B. Interpreting result before 10 minutes. C. Operating test outside of storage conditions. D. Excessive buffer application to sample well of test device. 2. 13% of false negative results are expected based on performance characteristics claimed for this test (87% ppa). 3. Tests might be exposed to extreme environmental conditions during storage. 4. Another brand of covid test and pcr might have yielded false positive result. Access bio will continue to monitor future complaints through our data trending programs and take further actions based on identified valid trends.